Event description:
On (B)(6) 2010, the pt requested that the system be removed; however the physician elected to remove the atrial lead which had become dislodged, but reprogram the remaining system to a lower rate and observe the pt because the pt had been symptomatic in the past. While extracting the ra lead, the physician chose to reposition this lead. After 1 year at the lower programmed rates, the pt had not been paced, nor been symptomatic, so the physician agreed to remove the system at the pt's request. The pt had been complaining of pain in the pocket for more than a year. On (B)(6) 2011, the pacemaker was explanted and the rv lead was capped. Should additional info become available, this file will be update.